Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was seen to be stretched at 128cm from the catheter hub. The catheter tip was seen to be broken/fractured at 132.2cm from the catheter hub. There were no anomalies noted to the hub. Functional inspection was not required as defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed during analysis. The device failed to meet specifications when received on inspection. Additional information provided by the customer was the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continues flush was set up and maintained throughout the procedure. The patients anatomy was severely tortuous and no medical intervention required. The device was returned for analysis and the catheter tip was fractured on visual inspection. The catheter shaft was also seen to be severely stretched. An assignable cause of procedural factors will be assigned to the as reported catheter tip broken/fractured during use, un-retrieved device fragments and catheter shaft stretched as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of procedural factors will be assigned to as analyzed catheter tip broken/fractured during use and catheter shaft stretched as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a thrombectomy procedure to treat occlusion of the aca (anterior communicating artery) and mca (middle cerebral artery) (a2 + m2). The subject catheter was used along with the stent retriever for the thrombectomy procedure. The a2 occlusion was treated first and there were no problems. When the subject device was used to treat m2 occlusion, the subject catheter and stent retriever were inserted without any problems. The thrombectomy was performed under continuous aspiration and the subject catheter and stent retriever also removed without any problem. After removal, the subject catheter was found to be broken behind the tip (approx. 2 cm) and the subject catheter tip was torn off. X-ray examination confirmed that the tip of the subject catheter remained in the patient. The physician decided to leave the tip in the patient and not to attempt to retrieve it in order to prevent any consequential damage caused by the retrieval. The procedure was not successfully completed. No further information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure to treat occlusion of the aca (anterior communicating artery) and mca (middle cerebral artery) (a2 + m2). The subject catheter was used along with the stent retriever for the thrombectomy procedure. The a2 occlusion was treated first and there were no problems. When the subject device was used to treat m2 occlusion, the subject catheter and stent retriever were inserted without any problems. The thrombectomy was performed under continuous aspiration and the subject catheter and stent retriever also removed without any problem. After removal, the subject catheter was found to be broken behind the tip (approx. 2 cm) and the subject catheter tip was torn off. X-ray examination confirmed that the tip of the subject catheter remained in the patient. The physician decided to leave the tip in the patient and not to attempt to retrieve it in order to prevent any consequential damage caused by the retrieval. The procedure was not successfully completed. No further information is available.